Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. Additionally, error message shown as clear the obstruction. The user attempted to recover and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed to open. A field service engineer (fse) found that the main legacy full height cubie drawer was not sensing due to a missing magnet. The magnet was replaced, and the full height latch was tested and confirmed to be working properly. The station became fully operational, and the customer verified its functionality. The system functioned as intended after the field service engineer repaired the device.